Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 and influenza a/b nucleic acid test on the cobas® liat system. The alleged sample initially generated a positive result for sars-cov-2 (unknown for influenza a/b). A new sample was collected on the same day and tested on the cobas® 6800 which yielded a negative result. Another recollection was then performed on (B)(6) 2023 and tested on the cobas® liat and generated a negative result. The initial positive result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No data or information was provided by the customer. The observed discrepancy could be due to the sample being a weak positive and/or differences in sample collections, infection level, or handling/contamination. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. ----- e1 initial reporter street line 1 truncated due to character limit:(B)(6).